Event description:
It was reported that the patient required a revision surgery due to joint laxity, not stable. Product was not the problem; patient should have had a thicker ultra-congruent insert implanted during primary surgery.

Manufacturer narrative:
The patient was revised to remedy an unstable joint after 2.8 years implanted. The instability cause was reported as soft tissue laxity. The revised device was a thicker ultra-congruent insert (from 11mm primary std to 15mm ultra congruent). The explanted device was not returned for investigational review. There was no information provided regarding patient activity, accidents or medical contraindications that would lead to joint laxity. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This is the 2nd complaint for this part number, but the other complaint for an unrelated issue. The soft tissue laxity was not likely due to material, design, or manufacturing problems with the device.